Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found battery compartment corrosion, scratched lens, lifting air detector, and peeling downstream occlusion (dso) seal. There was no applicable evidence to review in the event history log. The primary problem of dso sensor fail was not duplicated. There was no problem found. No action taken to correct the issue. The device passed all functional tests after the standard preventive maintenance.

Event description:
It was reported that the device had downstream occlusion sensor failed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.